Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of the twist clamp on a minicap extended life pd transfer set. This was further described as ¿the dark blue connector was pulling away from the light blue twist body and the tube began coming out¿. This was observed at the home patient¿s (hp) home when the hp was removing the minicap from the device during peritoneal dialysis (pd) therapy. The hp contacted their registered nurse and was instructed to skip that therapy session. The hp went to the clinic and the transfer set was replaced. There was no report of patient injury, however, the patient received prophylactic antibiotic treatment (2 grams of vancomycin and 1 gram of ceftazidime) as a precautionary measure. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, a separation was observed between the dark blue female connector and the light blue main body. The device underwent functional leak testing, clear passage and clamp functioning testing and the set performed according to product specifications. No leak was observed. Therefore, there was no risk to the patient as the separation of the transfer set did not result in a breach in the sterile pathway. The separation was verified. The cause of the condition was due to inadequate solvent bond between the female connector, insert chip, and main body during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.